Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. A pocket revision occurred on (B)(6) 2017 due to the dissolvable stitches coming to the skin¿s surface and causing irritation and scabbing. The hcp opened up the super-fiscal scar area and removed any stitches that were left and rinsed out the area with dabbs. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No product issues were reported and no further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.